Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The automated impella controller was replaced due a yellow controller alarm. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: since the console was started, after 1 day, the console displayed ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm¿ event # 1045. Which resolved automatically after a minute. This confirms the reported failure. Real-time (rt) logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: this console was tested after arriving in fs. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in the misalignment of data communication packets received by epc. The aic sw operated as designed. It was found that the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). H6 investigation type, findings and conclusions.